Event description:
The patient's bilateral dbs system was explanted due to infection. The patient's system was later replaced. The hcp reported that the patient received perioperative antibiotics. The patient did not have meningitis. The symptoms of infection were fever, redness, swelling, drainage, and pain. The primary location of infection was the device pocket and the lead track. A culture was obtained from the device pocket which grew mrsa. The patient was treated with both IV and oral antibiotics as well as a partial system explant in 2007 and a total system explant on the following month. The infection resolved and the patient recovered without sequela. Reference MFR report #s 3004209178-2007-03246, 3004209178-2007-03247.